Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s title and email address are not provided / unknown.

Event description:
Doctor indicated the implant tsv4b10 was removed due to bone loss. Tooth location # 5.

Manufacturer narrative:
This report is being submitted to relay additional information. Method code was updated to 3331 and 4109. Results code was updated to 212. Conclusions code was updated to 4310. Narrative/data was updated. Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.